Manufacturer narrative:
Additional information was received on 8-march-2019 indicating event date for this event. Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a cracked lens cover and chipped front housing. It was suspected that the pump may have had an impact, resulting in a cracked lens and housing. Event log history was performed and showed that the pump exhibited several alarms for "error - 1870". During analysis, the pump was powered up and it displayed "lec 1870". The error 1870 was noted to be a "motor_timeout1", but pump was opened, and motor tested normal. Internal visual inspection found a piece of housing plastic in the gear area of the pump resulting in the 1870 error. Additionally, debris was removed, and the pump passed accuracy test. It was also noted that the pump failed downstream occlusion (dso) test. Subsequently, the front and rear housing along with the dso were replaced. Based on the evidence, the complaint was confirmed. The root cause of the reported event is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump displayed "error message 1870". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.